Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: b)(6) 2016 and 5054-52, lead, implanted: b)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and had a fracture. The rv lead was explanted and replaced. The rest of the implantable cardioverter defibrillator (ICD) system was explanted and replaced for unknown performance issues. No patient complications have been reported as a result of this event.